Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 61 mg/dl at the time of the event. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode feature was active at the time of the event. The customer's treatment for low blood glucose was eating and drinking. The customer reported that the auto mode/smartgaurd was automatically delivering insulin at the time of the low blood glucose event. The customer alleging possible pump over delivery. The reason why the customer alleges the pump is over-delivering was due to alerts. The reservoir was showing more insulin than what was shown on the status screen. No further patient complications were reported. It was unknown whether the customer will continue using the device and the reservoir will not be returned for analysis.